Manufacturer narrative:
(B)(4) . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the package was opened a hair was noted inside the liner.the event happened during an initial surgery. Surgical technique was utilized. There was no patient impact. There was no medical or surgical intervention. There was no surgical delay and no surgical complications. Foreign body was not retained. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 the product was returned and evaluated. A visual evaluation of the returned product and the provided photos found that the packaging was previously opened. A hair-like fiber was found on the device. As the product was previously opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.